Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, loss of capture was observed on the right ventricle lead. The right ventricular lead was repositioned on (B)(6) 2022. The patient was in stable condition.